Manufacturer narrative:
H4: device manufacture date: february 21, 2020 - february 22, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unknown location. The event occurred in the dispensing room prior to patient use. There was no patient involvement. No additional information is available.